Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit and locking bolt is assumed to be user error. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign drill bit and locking bolt were broken. No case or cause data provided. Email input only.